Event description:
Original report did not have a description of the type of problem experienced. Upon initial investigation in 2007, device was found to be firing straight shots. Changed to MDR reportable.

Manufacturer narrative:
The device was found to produce straight shots due to a broken. It appears that the device had been exposed to some type of excessive force in the area of the tip.